Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after a recent software patch, the display does not turn on, connected to ac, can hear beeps but no visual. There was no pt involvement.